Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During valve deployment the 26mm commander delivery system balloon ruptured. During withdrawal, the 26mm commander delivery system balloon started to peel off the end of the delivery system. A cut down to remove the delivery system balloon. The 14f esheath plus distal tip was folded into itself. The patient had an arterial injury which was fixed with stent.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. This is one of two manufacturer reports being submitted for this case. Sections: g3, g6, h2, h10.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed and the following were observed: liner fully expanded and distal tip opened as designed. The sheath distal tip split. Partial liner delamination by tip split was observed. The sheath liner is stretched and bunched at the distal end. Scratches along the sheath shaft by the distal end along with sheath shaft damage. Imagery was received for review. The patient 3mensio imagery revealed undersized vessels, calcification, and tortuosity in the patients left access vessel. A minimum luminal diameter of greater or equal to 5.5mm required for use of 14f esheath plus. The instructions for use, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. The reported distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip is split and scratches were noted on the sheath shaft, which may be indicative of presence of calcification in the access vessel. Per imagery review, undersized vessels, calcification, and tortuosity were present in the patients left access vessel. In this case, withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath distal tip and result in the reported distal tip split. Non coaxial alignment between the devices can contribute to the delivery system catching on the sheath distal tip, especially when patient factors such as calcification, tortuosity, and/or undersized vessel diameters are present near the sheath distal tip. Additionally, calcified nodules can further damage the distal tip through direct contact, resulting in a distal tip split. As such, available information suggests patient factors (calcification, tortuosity, undersized vessels) and or procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per voluntary medwatch report submitted by risk manager of the reporting hospital, an 85 y o m admitted for transcatheter aortic valve replacement due to severe aortic valve stenosis. During the procedure, the balloon on the device ruptured. The valve was seated without difficulty. However, when removing the sheath, the balloon became lodged in the femoral artery. The cv surgeon was on standby and did an arterial cut down after the patient was intubated. Once he identified the impacted balloon, the surgeon felt that vascular surgery was more appropriate to remove the balloon. Vascular surgeons responded and removed the balloon the cv surgeon closed the wound.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of two manufacturer reports being submitted for this case. In additional, edwards received medwatch voluntary report (B)(4). Sections: b5, g2, g3, g6, h2, h10 have been updated.